Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at the hospital and under medical care at the time of passing. It was reported that the hospital staff removed the lifevest to perform resuscitation efforts. Review of the download data, indicates the patient received three inappropriate shocks in response to CPR/motion artifact. The patient's heart rhythm was obscured by CPR/motion artifact at the time of all three treatment shocks at 05:15:05, 05:15:40, and 05:16:32. The patient's post shock rhythm for all three shocks was also obscured by CPR/motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.